Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure and suture was used. During the procedure, the suture broke. There were no adverse consequences to the patient.

Manufacturer narrative:
A needle-suture combination in two sections was received for analysis. During the visual inspection of sample, the swage and attachment area of the needle were as expected; marks on the body needle that appears to be by the use of a surgical instrument were noted. The suture pieces present body fluids on some the barbs. In addition, the ends of the suture pieces were cut. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Additionally, the sample was tested by tensile strength and meets the finished goods requirements. Per the sample condition the assignable of the performance - breakage suture, suggest an improper handling of the sample.